Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor to our carefusion technical support specialist in (B)(6). Per the information provided by the (B)(6) distributor, the device was repaired by replacing the gas delivery engine (gde) with one from their stock. A replacement gas delivery engine was sent to the china distributor for them to replenish their stock. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty gas delivery engine. As of (B)(4) 2014 the alleged faulty gas delivery engine has not been received. Should the alleged faulty gas delivery engine become available, carefusion will submit a follow-up medwatch report.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an e-mail from a carefusion technical support specialist in (B)(6). "Customer claims this unit has no alarm sound. The unit can operate but no sound alarm. Change with a good gde [gas delivery engine], it is normal."